Manufacturer narrative:
The t:slim x2 g5 pump user guide states: always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date were inaccurate. Reportedly, the time and date were not adjusted when setting up the pump initially. The customer's blood glucose level was 80 mg/dl. Tandem technical support assisted the customer with adjusting the time and date.